Event description:
It was reported to philips that the device's therapy capacitor needed replacement. There was no patient involvement.

Manufacturer narrative:
Results of functional testing indicate that the therapy capacitor was faulty. Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty therapy capacitor. The reported problem was confirmed. The therapy capacitor was replaced and the device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time.